Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. Blood glucose level of customer was 48 mg/dl. Customer treated it with food. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer did not use auto mode feature at the time of reported event. Based on customer report customer did not allege insulin pump for over delivery. Insulin pump will not be returned for analysis.